Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have asthma. The medical intervention that the patient received in response to the event was unknown. The device was returned to the manufacturer's product investigation laboratory for investigation.an external visual inpsection of the device was completed by the manufacturer and found contamination consistent with keratin accumulation. An internal visual inspection was completed by the manufacturer. The manufacturer found dust contamination in blower and blower box. The manufacturer also found evidence of water ingress and mineral deposits. The device's downloaded event log was reviewed by the manufacturer and found zero erros logged. The manufacturer concludes the device has evidence of contaminates and mineral deposition consistent with water ingress. The manufacturer confirmed no evidence of sound abatement foam degradation or breakdown. In the initial report clinical code for symptomps cough and throat irritation were not mentioned, health effect- imapact code was also mentioned incorrectly both of these sections has been updated in this report. Section d9, g3, h6 has been updated / corrected.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have asthma. The medical intervention that the patient received in response to the event is currently unknown. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.